Manufacturer narrative:
Corrected data in section h6 (device code): 4001 (patient device interaction problem) replaces 2993 (adverse event without identified device or use problem) to correct administrative error: in the initial report submitted on 28-jan-2026, section g3 (date received by manufacturer) was inadvertently entered as 30-dec-2021. The correct date was 02-jan-2026. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as there is no allegation of device malfunction by end customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from germany that this valve model: 11500a19 implanted in the aortic position was explanted after an implant duration of one (1) year due to valve thrombosis with severe stenosis confirmed through CT examinations. As reported, the valve was implanted in full sternotomy in a 53-year-old female patient with severe stenosis and moderate regurgitation. Af and pleural effusion were experienced during hospital staying. The patient was discharged to rehab unit on pod# 17. Medications given at discharge and on 3-6 months follow-up were new oral anticoagulants (noacs). No vitamin k antagonists (vka, coumarin, warfarin) were given at that time. As reported, no symptoms were observed apart from slightly increased pressure gradient seen in tte. The patient was placed under medical therapy with eliquis for 3 months and was finally reintervened. Another bioprosthetic valve was successfully implanted in replacement. The patient was discharged home.

Manufacturer narrative:
The following sections were updated/corrected/added: h5 and h6 (type of investigation, investigation findings and investigations conclusions) additional h6 (type of investigation) code: labelling review h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Based on the information available, the most likely cause is patient factors.